Event description:
Full facial swelling [swelling face]. Eye swelling [eye swelling]. Swelling in the lips [injection site swelling]. Rha2 to top and bottom lips [off label use]. United states report received from health care professional on 15-jul-2022. A physician who was also the injector reported that a female patient of unknown age had received rha2 product for unknown indication on (B)(6) 2022. An unknown volume of 1 syringe of rha2 was applied to patient's top and bottom lips by using an unknown injection technique. It was unknown if the needle was used from the box. It was unknown if cannula was used for the administration of the rha2 product. No previous cosmetic procedures were done. No known allergies. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, the patient experienced swelling on the lips. The patient had a follow-up visit with the doctor. On the same day, the patient received an unknown amount of an unknown dissolving agent. Also, the patient was instructed to take an unknown amount of benadryl and pepcid. On (B)(6) 2022, the patient went to the emergency room (ER) due to full facial swelling and eye swelling. It was unknown what treatment was received by the patient in the ER. No other fillers were used at the time of the events. (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and the injection site reaction and edema is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited reported information. MDR reportable event determination is based on the company's evaluation of the events being suspected as angioedema. Note should be made that not all injection site edema is considered angioedema, thus reportable MDR event. The company will continue monitoring the benefit-risk for the rha2.

Event description:
Severe allergic reaction [hypersensitivity]; rha2 to top and bottom lips [off label use]. United states report received from health care professional on 15-jul-2022. A physician who was also the injector reported that a 41-year-old female patient had received rha2 product for unknown indication on (B)(6) 2022. 1 ml (reported as 5 syringes) of rha 2 was applied to patient's top and bottom lips and low nasolabial folds by using an unknown injection technique. It was unknown if the needle was used from the box. It was unknown if cannula was used for the administration of the rha 2 product. Previous cosmetic procedures included botox and dermal filler injections. No known allergies. Concomitant medication included xeomin (49 ml included 35 injections) 50/2.5 (50u) (frontalis 9, chin 8, craw feet 8+8 and glabella 17), and food supplements were not provided. On (B)(6) 2022, the patient reported severe allergic reaction. Symptoms included lip swelling and face itching. As a treatment, the patient was recommended to take zyrtec, 10 mg twice a day, and 1 % hydrocortisone cream to the affected area, three times a day (tid). On 13-jul-2022, the patient woke up with all face swelling and eye swelling and had to go to emergency room (ER). As a treatment, the patient was treated with pepcid, benadryl and prednisone. On the same day, the patient had visited spa for evaluation. It was reported that she continued to have swollen face and areas of pain or ischemia. The patient was injected with 1500u of hyaluronidase on lips and low nasolabial folds where rha 2 was injected. Also, the patient was instructed to continue treatments as prescribed in ER with an unknown amount of benadryl and pepcid. No other fillers were used at the time of the events. At the time of this report, the patient was instructed to send pictures of her face daily until symptoms were resolved. On an (B)(6) 2022, during follow-up visit, the patient had minimal edema left under the eyes. On palpation, there were still some fillers in the contours of the lips and smile line on the side of the mouth. 1000u of human recombinant hyaluronidase was injected in these areas. On (B)(6) 2022, it was reported that the patient had more swelling after the hyaluronidase injections. The health care professional called in medrol dose pack. The outcome of the event was not resolved. It was unknown if product was available for return. Health effect - clinical code: e0402, hypersensitivity/allergic reaction. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Amend no. 1 (15-jul-2022). This is a significant amendment. The event severe allergic reaction was added. Narrative amended accordingly. No additional information was available at the time of this report. Follow-up was received on 18-oct-2022 from physician. Patient initials, dob, age and previous history were updated. Rha 2 volume and area injected (nasolabial folds) were updated. Concomitant medications and treatment details were updated. Narrative amended accordingly. Case comment: a causal relationship between the rha2 and allergic reaction is assessed as possible based on the compatible temporal relatioship and the lack of alternative etiologies that can be identified based on the limited reported information. The company will continue monitoring the benefit-risk for the rha2.

Event description:
Severe allergic reaction (hypersensitivity). Rha2 to top and bottom lips (of label use). United states report received from health care professional on 15-jul-2022. A physician who was also the injector reported that a female patient of unknown age had received rha2 product for unknown indication on (B)(6) 2022. An unknown volume of 1 syringe of rha2 was applied to patient's top and bottom lips by using an unknown injection technique. It was unknown if the needle was used from the box. It was unknown if cannula was used for the administration of the rha2 product. No previous cosmetic procedures were done. No known allergies. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, the patient reported severe allergic reaction further mentioned with symptoms of swelling on the lips and had to go to emergency room (ER) with all swollen face. Also, the patient had a follow-up visit with the doctor. On the same day, the patient received an unknown amount of an unknown dissolving agent. Also, the patient was instructed to take an unknown amount of benadryl and pepcid. On (B)(6) 2022, the patient again went to the ER due to full facial swelling (swollen face) and eye swelling. It was unknown what treatment was received by the patient in the ER. No other fillers were used at the time of the events. The outcome of the event was not recovered/not resolved. It was unknown if product was available for return. Health effect - clinical code: e0402, hypersensitivity/allergic reaction. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Amend no. 1 ((B)(6) 2022). This is a significant amendment. The event severe allergic reaction was added. Narrative amended accordingly. No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and allergic reaction is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited reported information. The company will continue monitoring the benefit-risk for the rha2.